Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd safetyglide¿ needle contained foreign matter. No serious injury or medical intervention was reported.

Event description:
It was reported that 3 bd safetyglide¿ needles contained foreign matter. No serious injury or medical intervention was reported.

Manufacturer narrative:
The following field was updated due to corrected information: describe event or problem: it was reported that 3 bd safetyglide¿ needles contained foreign matter. No serious injury or medical intervention was reported. Investigation: one photo was received and evaluated. The photo depicted a single unshielded safetyglide needle in a person¿s hand. The needle had a visible piece of foreign matter on the cannula. The fm was a large white fiber, larger than level 3 in size. One photo was provided. The photo shows residues of epoxy on the needle. Probable root cause: needle in process (nip) assembly line. A device history record review of the finished device as well as cannulas batches showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.